Event description:
Customer reported blood leakage from the elbow component. No patient harm.

Manufacturer narrative:
One sample for the suspected device has been returned for evaluation. The complaint is confirmed. The root cause was determined to be attributed to surface contamination on the luer lock of the syringe, resulting to poor adhesion of the 2 parts. A search of the complaint database was performed and no similar complaints for this lot number were found. The product history review was analysed, and no exception documents were found. Nonconformances of this nature are monitored by the operation and engineering team. This complaint will be used to trend for similar complaints.